Event description:
The customer stated that the architect ca19-9xr reagent (lot was not provided) generated higher than expected patient results compared to another (non-abbott method). The customer provided one patient results as an example. The patient sample generated a result of 53 u/ml using the architect method compared to a result of 19 u/ml with the other method. No impact to patient management was reported.

Manufacturer narrative:
Additional information received on (B)(6) 2012 indicated that the architect lot number used by the customer was 08852m500. The new information was added.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.